Event description:
The customer reported the insulin pump not powering up when inserting a new battery. The customer has tried 3 batteries, but the issue continues. The customer felt uncomfortable with this insulin pump, and requested a replacement because he had previously been hospitalized due to the same issue. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.